Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the probe of their coulter act diff analyzer was leaking during start up and normal cycle. There is an exposure control plan in place at the facility. The customer was wearing gloves at the time of the incident. No injury or exposure was reported. No patient samples were affected by the issue.

Manufacturer narrative:
A field service engineer (fse) went on-site and found aged hydrophilic filters, dated (B)(6) 2011, not holding diluent and replaced them which resolved the issue. Per product labeling, beckman coulter recommends as part of the general maintenance schedule for the act diff analyzers that replacement of disc-type rbc hydrophilic diluent filters be done at least every 6 months or 5,000 cycles. The cause of the leak was the aged hydrophilic filters not being replaced per labeling. (B)(4).